Manufacturer narrative:
Device evaluation: one sample was received. No damage or defects were found during a visual inspection. During the functional test it was detected that the distilled water did not pass through the sample. The sample returned was occluded. According to the functional test, the failure mode was confirmed. No non-conformances were found during the DHR review.

Event description:
It was reported that the device could not prime and it was blocked. This occurred during priming at the facility. There was no patient involvement and no patient harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred since unopened and unused.